Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and the right ventricular (rv) lead exhibited noise, low impedance and a polarity switch. The lead and ipg remain in use. No patient complications have been reported as a result of this event.